Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer cable was pinched near the top, causing the station to shut down and preventing it from powering back on. A field service engineer secured the pyxis bus cable using zip ties to prevent pinching or damage. Station powered on successfully, and all drawers were detected and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not turn on. The customer attempted to power on the device, but it still did not work. However, there were no delays or adverse events or injuries reported based on this event.